Manufacturer narrative:
Plant investigation: the actual sample and 23 companion samples were returned to the manufacturer. A visual inspection was performed and the samples were found acceptable. A dimensional inspection was performed to actual sample & four companion samples using a digital caliper. The dimensional inspection was performed with acceptable results. In addition, the sample was tested in the cycler machine and no issues were detected. The connectors fit properly. During the evaluation, the actual sample & companion samples were not confirmed for the alleged failure stated in the complaint. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found.

Manufacturer narrative:
Plant investigation: as the sample was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a safe lock luer adapter is not locking with baxter bags and leaking at the connection site. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed the reported event and that the connector would fill up then overflow where it connected to the bag. The patient did not require a replacement cycler and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.